Manufacturer narrative:
This report is being submitted as follow up # 3 to provide the returned sample evaluation results. Visual inspection upon receipt found that the core wire (niti) was exposed on the distal segment approximately 25mm in length. Magnifying inspection of the distal segment revealed that the platinum coil had been fractured at approximately 25mm from the distal end and was missing. According to the specifications of this product, the length of the core wire covered with the platinum coil should be 30mm and the length of the platinum coil should be 30mm. From this, it is likely that the distal segment of the core wire approximately 5mm in length is missing and the platinum coil was missing in its total length of 30mm. Electron microscopic inspection of the fracture on the core wire revealed that the core wire had diminished toward the end of the fracture. Magnifying inspection of the stainless steel coil revealed no defects. A functional test was conducted on a current product sample. The test sample was inserted in a phantom vessel until trapped on the distal end. In that state, a pulling force in the proximal direction was given to the guide wire sample. As the result, the core wire became fractured at approximately 6mm from the distal end and the platinum coil became fractured at approximately 29mm from the distal end. Electron microscopic inspection of the fracture cross-section of the core wire revealed that the outside diameter had been diminished toward the end of the fracture and was similar in appearance to the actual sample. A review of the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined, however based on the investigation result, it is likely that the actual guide wire was trapped in the vessel and then pulled in the proximal direction, resulting in the generation of the fractures of the core wire and of the platinum coil. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Observe the tip response when turning the guide wire and avoid turning in the same direction (in the clockwise direction) more than three times when the tip is stationary." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported a fracture on the runthrough ns device. Follow up communication with the user facility confirmed the following information: pci performed on the diagonal branch; wiring of the lesion with the guidewire; subsequently an attempt of direct stenting had been performed, but it failed because of the impossibility to cross the lesion; two additional attempts to cross the lesion with 2.0x15 and 1.5x1.5 balloons had been executed, both ineffective; it was reported when removing the guidewire without applying a particular tensile strength, part of the guide broke and remained jailed inside the lesion; several attempts to remove the fragment had been ineffective; it has therefore been necessary to stent the common trunk and the left anterior descending artery, not to leave the residual part of the guidewire floating inside the vessel.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide an update on the status of this report. The actual device has been returned and is currently under investigation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00057 to provide an update on the status of this report. The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00057 to provide an update on the status of this report.